Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The returned homechoice has received an external/internal inspection and functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was determined to be a use error of setting the tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:10:31. During night drain cycle six, the patient's ultrafiltration reading was 1091ml, indicating the home patient (hp) drained 831ml more than their maximum programmed fill volume of 1300ml. No additional information is available.